Manufacturer narrative:
Concomitant medical products: 5054 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in impedance, high impedance, a polarity switch and t-wave oversensing (twos). It was further reported that atrial sensed beats were falling into the implantable pulse generator (ipg) refractory period leading to atrial pacing at the lower rate. The rv lead was reprogrammed and the ipg remain in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and impedance alert was changed.